Event description:
The post-op refraction error required an iol explant. Feels the equipment reading was incorrect, not the iol.

Manufacturer narrative:
H-10: section h-3: device will not be returned for evaluation. H-11: patient information provided by customer in section a. Patient prognosis is good. This report was mailed in to FDA on: 1/22/97.